Event description:
Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05338 it was reported the patient is no longer receiving adequate coverage due to receiving stimulation in an unintended area. X-rays were taken and one of the leads was found to have migrated. As a result, the patient will undergo surgical intervention. Both leads are being reported because it is unknown which lead has migrated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).